Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. The affected psm and brake was upgraded. The axis-1 and axis-2 brakes were replaced to correct the problem. The arm was upgraded with shaft, gear, and bearings. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance of the da vinci si surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), it was observed that the patient side manipulator (psm) arm 1 needed to be replaced due to high axis 7 friction. He also replaced patient side cart (psc) battery per required upgrade. No patient involvement or impact occurred. The system was repaired by replacing the affected psm arm 1 and psc battery.